Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced pain during urination and had urethral inflammation. A surgical procedure was performed to remove the cuff and deactivate the device. A reimplant procedure has been scheduled for a later date. No device issues and no additional patient complications were reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 03/01/2025 was used as an estimate, based on the report that the patient's symptoms began a few weeks after the initial procedure. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced pain during urination and had urethral inflammation. A surgical procedure was performed to remove the cuff and deactivate the device. Several months later, the pump and balloon were explanted, and a new aus was implanted. No device issues and no additional patient complications were reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 03/01/2025 was used as an estimate, based on the report that the patient's symptoms began a few weeks after the initial procedure. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.